Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy; after firing multiple clips to the duct, the device jaws locked on tissue. This resulted in unanticipated tissue loss and tissue damage occurred as it had to be cut out of the patient to remove the clip applier. The surgical time was extended by 45 to 60 minutes. To resolve the issue, an extra clip from another supplier was applied.